Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0rm48, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported she had a urinary tract infection (uti) since she got her implantable neurostimulator (ins). The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome was provided with this event. Further follow up is being conducted to obtain this information. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care professional reported the patient had been suffering from recurrent uti's for years. It was possibly due to age and atrophic vaginitis. However, the patient also suffered from urinary retention. The uti was an ongoing problem for the patient. It did not appear to be related to the device. The patient was given antibiotics when she was infected.